Event description:
It was reported that the patient presented to the clinic with increasing shortness of breath and fatigue. He was admitted to the hospital and underwent open heart surgery for an aortic valve replacement, and bypass grafting to three coronary vessels. Approximately one week after surgery, the patient experienced bradycardia and pauses. There was low right ventricular lead impedance, and it was determined that the rv lead had fractured. It was noted that the lead may have been damaged during the open heart surgery. The lead was explanted and replaced. The patient was discharged from the hospital, and no further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.